Event description:
Per customer, the following devices were damaged after being processed: bipolar, mizuho co, ltd. Made, part# 07-780-05 and #07-780-06, total 5 pieces. Bipolar cord, mizuho co. Ltd. Made, parts# unk, total 3 pieces. The devices were previously processed under eog sterilization. After sterrad processing, the coating peeled off the bipolar; bipolar cord got some white substance and the rubber cracked. There were no reports of injuries.

Manufacturer narrative:
Conclusion: other: asp assessment: the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date info related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems resides with the device manufacturer. A health hazard eval (hhe) was conducted for device incompatibility and the resulting risk index was 6, or low risk. In order to further mitigate the risk, in october 2007, a CAPA was initiated and customer letter was sent to all sterrad systems users. The letter suggested contacting the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems. A risk assessment was performed for damage to customer device after processing in the sterrad systems. The assessed risk was determined to be as low as practical at this time. A review of the complaint history for this serial numbered system did not reveal a significant trend of complaints reported for this problem code. Asp will continue to track and trend. This complaint was part of a retrospective review conducted by asp.